Manufacturer narrative:
Ticm125v4 is the correct model number, replacing ticm 12.5. Device evaluation: product evaluation found that the lens was returned dry in the lens case/vial with clear surgical residue/debris on the product. Visual inspection found no visible damage to lens. Claim #(B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.5 mm ticm125v4 implantable collamer lens, 18.5/+1.0/024 diopter, in the patient's right eye (od) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to low vault. The lens was exchanged for a longer lens and the problem was resolved. The patient's post-op best corrected visual acuity was 20/20.

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.5 mm ticm 12.5 implantable collamer lens - -18.5/+1.0/024 diopter, in the patient's right eye (od) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to low vault. The lens was exchanged for a longer lens and the problem was resolved. The patient's post-op best corrected visual acuity was 20/20.